Event description:
A surgeon reported that during lasik surgery in the left eye, after bed cutting, there was loss of suction that caused an incomplete flap (no side cut). The procedure was aborted, and the surgeon plans to retreat after one month. According to the surgeon, the loss of suction was due to user error, and does not blame the laser for the event. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).